Event description:
It was reported the patient had a ¿massive¿ infection following having their pump removed and replaced with a different manufacturers pump. The patient had an infection from stitches and other ¿underlying¿ issues. Per the patient they had "underneath crap". The patient was on their 3rd round of antibiotics and if the infection did not clear up they would have to have the prometra pump explanted. The outcome or drug was not reported. Further follow-up was being conducted to obtain the information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).